Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Additionally, it was reported that there were multiple altitude alarms. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes and changing the cartridge the alarms cleared. The customer's blood glucose was 251 - 390 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.